Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's daughter stated the patient had gone to the doctor¿s office for a routine checkup and during the visit they checked her bg value which was 586 mg/dl, but the cgm reading was 317 mg/dl. The daughter stated that her mother had no symptoms. The patient was taken to the emergency room (ER) and was treated with an IV insulin drip. The hospital would not allow the patient¿s daughter to accompany her mother, so she was not able to provide any treatment information. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.